Manufacturer narrative:
(B)(4)

Event description:
It was reported that lead noise and high pacing lead impedance were observed. Lead fracture was also noted. The lead was capped and replaced . The patient condition was stable before, during, and after the procedure.